Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in france. On (B)(6) 2024, reported that patient faced 8 infusion set detachments and 2 insulin leaks from cannula. No further information was available.